Manufacturer narrative:
The device history record was reviewed and no deviations were observed. There were no non-conformance's or capas that were identified that could have contributed to the reported issue. The product and materials met all requirements. No similar complaints for this product have been received. The retained product from the production lot was evaluated and found to still have vacuum as demonstrated by the vacuum indicator. The risk of this issue is covered in the risk assessment. No trend has been identified. The IFU was reviewed and found that the product was used off label. The product is indicated for pleural and peritoneal drainage. The product was used for a therapeutic phlebotomy which is off label use. The root cause of this issue is use error.

Event description:
Canister initially started to pull blood but then seemed to reverse back into the patient. Clinical teams were alerted to monitor patient. What was the original intended procedure? Therapeutic phlebotomy. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working).